Event description:
It was reported that the pt underwent a procedure to fuse l4-l5 using interbody device and posterior fixation. During implantation, the cage came off from the inserter. The surgeon had to use a pusher to tamp the implant to the position. No further complications were reported.

Manufacturer narrative:
(B)(4): device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.